Event description:
It was reported that when using the bd pyxis¿ medstation¿ es latest data was coming in reports even after successfully running of etl. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the latest report data was not coming. A technical support specialist (tss) connected with internal resources to access the server through an alternate machine since it was not available in the remote support service. The tss reviewed the extract transform load jobs and confirmed that they were running on a five-minute cycle without issues, while noting a reported mismatch between station data and server reports. The tss validated the concern by comparing station inventory with pick and delivery reports and observed that the example medication was in a pending status, which did not trigger processing as it had not yet been loaded. The tss generated device event and device reports and confirmed that the data was accurate and up to date. The tss concluded that the system was functioning as expected and identified the discrepancy as a misunderstanding of system behavior and confirmed that the case could proceed to closure. The system functioned as intended after technical support specialist investigated the issue.